Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department because they experienced shortness of breath. T-wave oversensing (twos) was observed post-pace and post-sense by the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.